Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-03167. It was reported the patient experienced ineffective stimulation and x-rays indicated the leads were fractured. As a result, the patient's leads were explanted and replaced. Reportedly, therapy has been restored.